Event description:
It was reported that a revision surgery took place due to a broken fixation for a peek (polyetheretherketone) implant. The surgeon originally performed a cranioplasty on (B)(6) 2006. On and unknown date, it was reported that the patient felt the implant moving. The surgeon discovered via computerized tomography (CT) scan that the fixation was broken in an unknown section. The surgeon explanted all hardware. It was reported that the patient has a shunt (due to an unrelated issue) and the surgeon does not believe the shunt was working which caused the patient¿s brain pulsation to be stronger than usual which lead to more pressure on the implant and fixation which the surgeon believes may have been the reason the fixation for the implant broke. It was also noted that the peek implant was modified significantly. The hardware was explanted on (B)(6) 2014. There was no delay in surgery. The surgeon re-plated the patient with a new peek implant and matrix neuro screws and surgery was successfully completed. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.